Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00399, 0001032347-2021-00275. Medical products: tan left pm-tmj & model, part# tmjpm-2581, lot# 933510a. Unknown fossa screw, part# ni, lot# ni. (B)(6). Report source: (B)(6).

Event description:
It was reported a custom temporomandibular joint prosthesis was removed due to infection eleven (11) months following implantation. The infection was discovered due to patient discomfort. A new custom temporomandibular joint prostheses will be implanted at a later date. It was reported that no further information is available.